Event description:
During a laparoscopic hernia repair, reportedly the pt incurred an aorta artery puncture caused by the right port trocar. The injury was repaired. The surgeon claimed the trocar did not work correctly. The pt sustained significant blood loss and was put on a life support machine. Pt did recover and was discharged from the hosp.